Event description:
On (B)(6) 2009 the patient reported malfunctioning of the "up and down" buttons of the insulin infusion device. Patient reported the buttons at times are indented and have to be "wiggled". No physiological effects were reported. Product was replaced and requested to be returned for evaluation.